Event description:
It was reported that this pacemaker and right atrial (ra) lead had lead safety switch for high out of range pacing impedances greater than 2000 ohms, and had also had an older safety switch on this lead for greater than 3000 ohms. There was noise present on the ra lead in unipolar sensing, however they were unable to recreate. The plan was to monitor remotely, and discussed programming to bipolar sense/unipolar pacing. The device system remains in-service, and there were no adverse patient effects were reported.

Manufacturer narrative:
Sending with updated conclusion code.

Event description:
No new information was reported.